Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8100335. A case of erosion was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-06008. It was reported that the patient was experiencing erosion at the site of the right supra-orbital lead and the ipg. The patient's right supra-orbital lead was reportedly eroding through the tissue; however, no infection was noted. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted to address the issue.